Manufacturer narrative:
The device evaluation and functionality testing performed by the arjo service engineer, confirmed that the reported unintended movement was caused by attendant control panel (nurse handset) failure. The handset provides full control of all the bed¿s functions and in the investigated case it failed to meet its performance. The arjo representative replaced the handset and he assessed the broken acp cable connection to the board, as most likely cause of the failure. The involved bed was 4 years old. Based on device history review, the handset had not been replaced before, it may suggest that the handset could fail due to its normal wear. The instructions for use for the enterprise 5000x (document number: 746-577-UK) includes the following information related to handling of the handset/acp: ¿take care not to squeeze or trap trailing cables from the handset/acp and other equipment between moving parts of the bed¿ ¿check acp and cable weekly¿. Arjo device failed to meet its performance specification since the bed was intermittently moving on its own. The device was not used for a patient treatment when the malfunction occurred. This complaint is deemed reportable due to allegation of an unintended movement of the bed.

Event description:
Following the information provided the bed was intermittently moving on its own (it was locking out when the height was being adjusted). There was no patient involvement. No injury was sustained. The arjo service engineer performed an evaluation of the bed and assessed the attendant control panel (acp) as faulty. He stated that the bed movement was induced by moving the acp. It was assumed that the cable was broken at the connection to the board, but there were no visible signs of the damage. The acp was removed and replaced. The system was tested and it was operating correctly.